Event description:
It was reported that the patient felt their pulse drop and there was possible loss of telemetry. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 407645, implantable pacing lead, (B)(6) 2013. (B)(4).